Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mjh429, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened overwrap, a needle and a suture of product code 698, lot mjh429 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The dispensed suture was examined along of the strand and the end of the suture was cut appears to be by the use of a surgical instrument. Per the sample condition the assignable cause suggest an improper handling of the sample. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. An unopened sample of product code 698, lot mjh429 was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a mohs surgery procedure on (B)(6) 2019 and suture was used. The suture separated from the needle while passing through tissue. A second like suture was used to complete the procedure. There were no patient consequences reported.